Event description:
The facility's rep reported a possible malfunction and pt's death. On an unknown date, the pt was receiving morphine on a flo-gard volumetric infusion pump. It was reported that the morphine had infused in a short period of time and the pt died. Though requested, add'l info regarding pt's demographics, morphine dosage, device programming, specific malfunction, and events surrounding the pt's death were provided to baxter.

Manufacturer narrative:
The device has been requested for evaluation, however, has not been made available. Baxter is working the facility's legal department to arrange evaluation of the pump.